Manufacturer narrative:
(B)(4). The subject mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in canada reported via a fisher and paykel healthcare representative that an mr290 autofeed humidification chamber, provided as part of an rt308 heated oxygen therapy kit was found broken. There was no patient involvement.

Event description:
A healthcare facility in canada reported via a fisher and paykel healthcare representative that an mr290 autofeed humidification chamber, provided as part of an rt308 heated oxygen therapy kit was found broken. There was no patient involvement.

Manufacturer narrative:
(B)(4). Similar device k983112. Rt308 heated oxygen therapy kit is not sold in the us. Method: the subject mr290v vented autofeed humidification chambers provided with the rt308 heated oxygen therapy kit, additional information, and photographs were requested to be provided to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: there was no response to f&p healthcare's requests for additional information on the reported issue and return of the subject device. A review of the provided video confirmed that the chamber base was almost completely dissolved. Also, white residue was visible on the remaining base. Conclusion: based on the limited information provided by the healthcare facility and without the return of the subject devices, we are unable to determine the cause of the reported issue. However, based on previous customer complaints, this scenario could happen if saline solution is connected to the chamber instead of water. The mr290v vented autofeed humidification chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specification at the time of the user instructions that accompany the rt308 heated oxygen therapy kit state the following: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - do not use the chamber if the seals are not intact when received, or if it has been dropped. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.